Manufacturer narrative:
Concomitant product : 4574-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency room due to an alert; the right ventricular lead had a possible fracture. There were also non-sustained tachycardia episodes due to oversensing. The lead was reprogrammed, and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.